Manufacturer narrative:
Additional information was added to the following fields : h7: impact codes.

Event description:
It was reported that the patient went to the clinical facility due to this right ventricular lead delivering inappropriate anti tachycardia pacing and exhibiting noise issues with arm movement. The x-ray exam showed that this was due to a clavicular crush and fracture of the lead. High impedance were also observed. Due to this it was decided to explant this lead. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that the patient went to the clinical facility due to this right ventricular lead delivering inappropriate anti tachycardia pacing and exhibiting noise issues with arm movement. The x-ray exam showed that this was due to a clavicular crush and fracture of the lead. High impedance were also observed. Due to this it was decided to explant this lead. Another lead was implanted instead. No further adverse patient effects were reported.